Manufacturer narrative:
The event occurred in (B)(6). This medwatch is for the aviva system. (B)(6).

Event description:
Reporter stated that customer received the following results on 2 different meters within 10 minutes: 5.5 mmol/l (mobile system) and 3.0 mmol/l (aviva system). The customer had unspecified hypoglycemic symptoms at the time of these results. No treatment reported. No actions taken based on device results. No adverse event reported. The manufacturer requested return of suspect product for evaluation.